Manufacturer narrative:
They also discussed possible other allergic components such as the sulfite preservative in the lidocaine. C1 esterase deficiency was also discussed. The patient is now fully recovered. The device history records for the reported lot were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release.

Event description:
On (B)(6) 2014, dr (B)(6) reported that a patient developed swelling and had an anaphylactic reaction, manifested as hoarseness in voice, about one hour post-radiesse injection. The patient was instructed to take benadryl and to go to the emergency room (ER). The patient was hospitalized and treated with solumedrol, 60 mg IV and an epinephrine injection. Patient was released from hospital the next day with oral steroid for 5 days. On (B)(6) 2014, during medical consultation with (B)(4) rn at merz, north america, inc., dr. (B)(4) reviewed the information regarding a patient, she injected on (B)(6) 2014 with 1.5cc of radiesse to the ml and the pjs. Dr. (B)(6) stated that one hour post injection of the patient called the office stating that she had swelling and her voice was hoarse. Dr. (B)(6) felt the patient may be in respiratory distress and recommended the patient seek treatment at the ER. The patient was given IV solumedrol and epinephrine and was admitted overnight for observation. Dr. (B)(6) and (B)(4) discussed, that although rare, there is a risk of allergic reaction related to the glycerin or the cmc gel carrier.